Event description:
A message was received from the patient (pt). Weight was reported. The pt reported their hcp recommended they get an MRI because of issues going on in their body, and reported getting a burning sensation and stabbing sensation, in neck and all over, including head and face. Patient reported burning everywhere and it is really, really hot and very scary. Patient reported they need to get the battery removed, the device has been off for about 4 years or longer. Patient said their 9 years were up, and clarified they were told to get the device removed after 9 years, and it has been implanted for about 14 years now. Patient was sick at the time of the 9 year removal time (did not clarify sickness, but did not allege sickness due to device/therapy) so they could not have it removed at that time. Patient requested help finding an hcp because their primary care hcp will not remove the device. Patient reported the primary care hcp said there is no hcp in (B)(6) that will remove the device. On (B)(6) 2023, a message was received from the patient (pt). Pt reported previously reported patient and hcp information. Pt reported previously reported information regarding stabbing sensations. Pt requesting their hcp to be contacted so they can have the device removed so they can have an MRI. Pt reported the hcp who implanted the device was not supposed to put it in their head, but in their back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported she has been having stabbing and burning pain for a long time, but has been horrible since 4 -5 months ago. Patient stated she is being burned and something is stabbing her all different ways and it hurts so bad and she needs to get the device out. Patient stated her neck is so tight and everything is tight and hurt so bad, pressure on the head, feels like pulling stuff of the head. Patient stated feels like moving inside the head, sparks in the head pulling stuff out of the head, its so weird and freaky. Patient stated they need an MRI to see what is going on with her neck. Patient stated doctor that implanted the device is not seeing patients any longer. Patient stated she need to get the device remove so she can have the MRI. Patient stated she haven't used the therapy for 3 yrs. Patient stated she does not have doctor for device. Patient mentioned she is in so much pain it is hard for her to think.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.